Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of the reported balloon catheter 2af283 lot number 67343 showed that both balloons were cut. Verification of the smart chip file indicated the catheter was used for thirteen injections on the date of event. Performance testing was unable to be performed due to the damage. However, pressure testing and dissection revealed a double balloon breach, however, no visible blood was observed. In conclusion, the reported balloon catheter failed the returned product inspection due to the double balloon breach. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the balloon catheter subsequently tested out of specification per the manufacturer's investigation.